Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the unit's spo2 board, co2 board and a v2 component on the nibp module. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2, co2 and nibp monitoring, no pt injury was reported.